Event description:
Patient underwent CT chest with IV contrast and had finding of "extensive air in the right atrium, ventricle, main pulmonary artery, and right main pulmonary artery. Resultant artifact in these regions. Findings most likely related to venous air embolus from IV contrast injection".